Manufacturer narrative:
Exact date unknown, event occurred a few years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients spinal cord stimulator (scs) failed to provide pain relief despite multiple reprogramming. The patient underwent an explant procedure wherein the paddle lead was removed. Upon explant, the physician noted that the lead appeared to be fractured. It was believed that the lead fracture contributed to the patients inadequate pain relief. The patient was doing well post-operatively and the explanted lead was not returned.